Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-05. H6: investigation summary: two used syringes received for investigation, upon visual inspection of the samples received, no damage can be observed in the tip of any of the two syringes. Tip is not blocked and it is correctly molded. As the tip of the syringe is correctly manufactured and not blocked, investigation will proceed analyzing plunger movement and silicone content. A device history review was performed for the reported lot 2105111, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Silicone content, break out and sustaining force tests are performed to all lot during manufacturing process, test performed meet specification. The same test were performed on samples received, all the results are within specification. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that the syringe 1ml ls sp120 experienced a clogged needle, and leakage. The following information was provided by the initial reporter: 1 box of the syringes was used at a doctor's office to apply a covid-vaccine. Several syringes could not be use to draw up the medication and when they were able to draw up the medication and placed the cannula in the patient's arm, the medication could not be applied. 2 syringes were returned to the pharmacy, the rest of the syringes was discarded.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls sp120 experienced a clogged needle, and leakage. The following information was provided by the initial reporter: 1 box of the syringes was used at a doctor's office to apply a covid-vaccine. Several syringes could not be use to draw up the medication and when they were able to draw up the medication and placed the cannula in the patient's arm, the medication could not be applied. 2 syringes were returned to the pharmacy, the rest of the syringes was discarded.